Event description:
Report received that a generator displayed evidence of premature battery depletion. The generator was initially replaced prophylactically. It was the returned to the manufacturer for product analysis. During analysis, no surface abnormalities were seen other than typical markings and discoloration associated with implant and explant. The generator was able to be interrogated and system diagnostics were run. All results were within normal limits. The generator performed according to all electrical and functional specifications. The data of the generator was then reviewed. The data showed that the battery indicator displayed based on the measured voltage was not consistent with the expected battery indicator based on the estimated charge consumed measured from the programmed settings. This discrepancy provided evidence of premature battery depletion. A review of the device history record indicated that the generator was subject to the laser routing process during manufacturing. This process is known to cause electrical debris resulting in excess current draw. This can lead to premature battery depletion. No additional relevant information has been received to date.